Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 86, 97, 245, 97 mg/dl (meter). Tests were done within 15 mintues with a differenceof 59%. Patient did not experience any adverse events. No further information has been reported.